Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with a blood glucose value of 397 mg/dl, despite a recent supply change and visible insulin drops during tubing fill and cannula insertion. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included guided troubleshooting by customer care to replace supplies and insulin and to verify priming and cannula fill. Investigation of this case revealed that hyperglycemia occurred with an unclear root cause, and the device appeared to function as intended during guided setup. It was concluded that the cause of the hyperglycemia was undetermined and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.